Event description:
Event verbatim [preferred term] burns and redness, which radiated up to the labia/ the burn reached to the knee [thermal burn], placed the medical device on the gluteal muscle due to a muscle spasticity [device use issue]. This is a spontaneous report from a contactable pharmacist. This is a report received from the regulatory authority (B)(6). Regulatory authority report number is (B)(4). A (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare menstrual) ((B)(4)), device lot number: r44750, expiry date: sep2019, from an unspecified date at an unspecified frequency for muscle spasticity. The patient medical history was not reported. Concomitant medication included ibuprofen 400-600 mg as needed. The patient placed the medical device on the gluteal muscle due to muscle spasticity on an unspecified date. After a short time, she suffered from burns and redness, which radiated up to the labia on (B)(6) 2018. The burn continued and was treated with cortisone cream. The patient further reported the burn reached to the knee. Surgical intervention was not required. The patient decided independently to treat the burn with cortisone cream and bepanthen spray. The pharmacist did not expect the patient to have permanent damage such as scars. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the event burns and redness, which radiated up to the labia was not recovered. The outcome of the other event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(4) 2018): new information from contactable pharmacist included: device lot number, expiry date, concomitant medication, event treatment, updated event term from "burns and redness, which radiated up to the labia" to "burns and redness, which radiated up to the labia/ the burn reached to the knee".

Event description:
Event verbatim [preferred term] burns and redness, which radiated up to the labia [thermal burn], placed the medical device on the gluteal muscle due to a muscle spasticity [device use issue]. This is a spontaneous report from a contactable pharmacist. This is a report received from the regulatory authority (B)(6). Regulatory authority report number is (B)(6). A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare menstrual) ((B)(4)), from an unspecified date at an unspecified frequency for muscle spasticity. The patient medical history and concomitant medications were not reported. The patient placed the medical device on the gluteal muscle due to a muscle spasticity on an unspecified date. After a short time, she suffered from burns and redness, which radiated up to the labia on (B)(6) 2018. The burn continued and was treated with cortisone cream. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the event burns and redness, which radiated up to the labia was not recovered. The outcome of the other event was unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "heat wrap caused burns and redness on the skin". The cause of the "heat wrap caused burns and redness on the skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Burns and redness, which radiated up to the labia/ the burn reached to the knee [thermal burn], placed the medical device on the gluteal muscle due to a muscle spasticity [device use issue]. Case narrative: this is a spontaneous report from a contactable pharmacist. This is a report received from the regulatory authority (B)(6). The regulatory authority report number is (B)(4). A 65-year-old female patient started to receive thermacare heatwrap (thermacare menstrual) (pzn: 10419421) (device lot number: r44750, expiry date: sep2019) from an unspecified date at an unspecified frequency for muscle spasticity. The patient's medical history was not reported. Concomitant medication included ibuprofen 400-600 mg as needed. The patient placed the medical device on the gluteal muscle due to muscle spasticity on an unspecified date. After a short time, she suffered from burns and redness, which radiated up to the labia on (B)(6) 2018. The burn continued and was treated with cortisone cream. The patient further reported the burn reached to the knee. Surgical intervention was not required. The patient decided independently to treat the burn with cortisone cream and bepanthen spray. The pharmacist did not expect the patient to have permanent damage such as scars. Action taken in response to the events for thermacare heatwrap was unknown. The outcome of the event burns and redness, which radiated up to the labia was not resolved. The outcome of the other event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "heat wrap caused burns and redness on the skin". The cause of the "heat wrap caused burns and redness on the skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (24oct2018): new information from contactable pharmacist included: device lot number, expiry date, concomitant medication, event treatment, updated event term from "burns and redness, which radiated up to the labia" to "burns and redness, which radiated up to the labia/ the burn reached to the knee". Follow-up (07dec2018): new information received from product quality complaints (pqc) group included: product quality investigation results.